Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) experienced leakage from damage to the tubing.

Event description:
It was reported that the bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) experienced leakage from damage to the tubing.

Manufacturer narrative:
Investigation: DHR review was not performed as the lot number associated with this investigation was unknown. Received one 22ga bd nexiva catheter-adapter ext. Set assembly along with a max zero connector attached to the straight adapter. The reminder of the unit (needle, package, etc.) Was not returned for evaluation. Visual/microscopic evaluation: traces of media (medicine, blood) were observed throughout the ext. Tubing and the catheter. Damage (tear-cut) was observed on the extension tubing above the nose of the single port adapter. The tubing edge at the damage site was slightly jagged. Water leak test: using a lab supplied male luer test fitting, performed a water/air leak test on the unit; leakage was observed at the damaged area of the extension tubing. A definite source that caused the damage observed on the extension tubing (which caused leakage) could not be determined. Jagged edges indicate that the tubing was torn or pulled away from the adapter possibly through manipulation by the patient and/or clinician.